Event description:
A healthcare professional reported multiple patients with diffuse lamellar keratitis in the right eye of a patient post lasik surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The energy was stable during the whole day. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Root cause for the customer¿s reported event could not be determined conclusively, however occurrences of diffuse lamellar keratitis are a known complication of lasik and other refractive surgeries; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).